Manufacturer narrative:
Product evaluation: product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A materials manager reported a wasted lens due to a split cartridge during an intraocular lens (iol) implant procedure. The surgeon had the injector in the eye and was proceeding to implant when the cartridge split. He had to pull the lens out of the eye and asked for another lens. The surgery was completed with a new lens. No harm to the patient was reported.

Manufacturer narrative:
Product evaluation: information in the file indicated that the "wasted" iol is available, the cartridge is not available. However two cartridges were returned identified for this file. One cartridge has viscoelastic observed. The tip is cracked and torn along the right side. The cartridge shows evidence of being placed into a handpiece. The other cartridge appears unused except for a small strip of dried viscoelastic observed on the anterior surface of the cartridge on the exterior. The lens was returned. Viscoelastic was dried on the lens. Both haptics are broken. The optic edge is torn/split. The optic has additional split/cracked damaged areas. Cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Iol product history records were reviewed and documentation indicated the product met release criteria. The reported tip damage was observed. The associated lens was extremely damaged. The root cause of the complaint cannot be determined. There appears to be adequate viscoelastic in the cartridge. A qualified viscoelastic was used. This type of cartridge damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).